Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when did the needle got separated from the sutures? In the package, after open the package or during the surgery? Could you please confirm how many pieces present the issue (pull off)? Could you please send photos for visual analysis? Are there any piece available for return? 2210968-2021-05767, and 2210968-2021-05768.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used for abdominal closure. During the procedure, the needle fell off the suture. Another like device was used. There was a 5 minute delay in the procedure. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.